Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect catheter was loaded into a double curve watchman fxd curve access system (was), and transseptal puncture was performed. A j tip guidewire was used as the starter wire. The was advanced into the superior vena cava (svc), and the j tip guidewire was exchanged for a versacross pigtail rf wire. The devices dropped down into the right atrium (ra) for transseptal puncture. During the first drop down, the was difficult to see on echocardiography. Multiple maneuvers were performed to tent the septum; however, the tenting of the septum could not be visualized on echocardiography. The echocardiography imager noted that the was too posterior in position. After counter clocking the was, there was no change. The physician tried to push the versacross pigtail rf wire out. The versacross pigtail rf wire fully formed and did not appear in the left atrium (la). The physician pulled out as the devices went transseptal. The devices were rewired into the svc and dropped the devices back down to the septum, successfully engaging the fossa. The versacross pigtail rf wire was anchored into the left upper pulmonary vein (lupv), and the dilator and wire were exchanged for the pigtail catheter. The pigtail catheter was anchored to the laa, and contrast was given. A 31mm watchman flx laa closure device & delivery system (wds) were then selected. Three deployments were attempted with the 31mm closure device; however, the shoulder was either too large or the device pinched. Echocardiography showed a small pericardial effusion at the time of the removal of the 31mm closure device. Seven deployments of a 27mm closure device were then attempted, however, the 27mm closure device was under-compressed and failed the tug test. The pericardial effusion grew multiple times while the 27mm closure device was being assessed. The procedure was aborted to treat the pericardial effusion. The pericardial effusion was most visible around the right ventricle. Pericardiocentesis was performed to drain the pericardial effusion. The patient was stabilized, and a cell saver was used to recycle the patient's blood. The echocardiography imager extubated the patient after confirming the patient was in stable condition. The patient fully recovered from this event and was discharged home.

Manufacturer narrative:
B5: describe event or problem - updated. H6: impact codes- updated.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A versacross connect catheter was loaded into a double curve watchman fxd curve access system (was), and transseptal puncture was performed. A j tip guidewire was used as the starter wire. The was was advanced into the superior vena cava (svc), and the j tip guidewire was exchanged for a versacross pigtail rf wire. The devices dropped down into the right atrium (ra) for transseptal puncture. During the first drop down, the was was difficult to see on echocardiography. Multiple maneuvers were performed to tent the septum; however, the tenting of the septum could not be visualized on echocardiography. The echocardiography imager noted that the was was too posterior in position. After counter clocking the was, there was no change. The physician tried to push the versacross pigtail rf wire out. The versacross pigtail rf wire fully formed and did not appear in the left atrium (la). The physician pulled out as the devices went transseptal. The devices were rewired into the svc and dropped the devices back down to the septum, successfully engaging the fossa. The versacross pigtail rf wire was anchored into the left upper pulmonary vein (lupv), and the dilator and wire were exchanged for the pigtail catheter. The pigtail catheter was anchored to the laa, and contrast was given. A 31mm watchman flx laa closure device & delivery system (wds) were then selected. Three deployments were attempted with the 31mm closure device; however, the shoulder was either too large or the device pinched. Echocardiography showed a small pericardial effusion at the time of the removal of the 31mm closure device. Seven deployments of a 27mm closure device were then attempted, however, the 27mm closure device was under-compressed and failed the tug test. The pericardial effusion grew multiple times while the 27mm closure device was being assessed. The procedure was aborted to treat the pericardial effusion. The pericardial effusion was most visible around the right ventricle. Pericardiocentesis was performed to drain the pericardial effusion. The patient was stabilized, and a cell saver was used to recycle the patient's blood. The echocardiography imager extubated the patient after confirming the patient was in stable condition. The patient fully recovered from this event and was discharged home. It was further reported via data from the watchman flx dapt registry that pericardial effusion requiring open cardiac surgery additionally occurred on (B)(6) 2023.